Manufacturer narrative:
The device remains implanted. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
(B)(4) - expand g4 phase 1 and phase 2 study: patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr)with mitral annular calcification. Two mitraclips were implanted, reducing the nr to grade 1+. There was no device deficiency. On (B)(6) 2022, mitral stenosis was noted on a follow-up echocardiogram. There was no treatment provided. There was no device malfunction.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. All information was investigated, and the reported mitral stenosis is listed to be related to the index procedure and the device utilized at the index procedure and is therefore, related to procedural conditions. Mitral stenosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.